Manufacturer narrative:
No device issues are indicated based on available information. The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. The "known inherent risk of device" conclusion code was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) was removed by the patient. According to the sales representative, the icm was exposed, out of the skin. The device is no longer implanted in the patient. According to the sales representative, there is not a clear date given regarding te explant date. Also, it is not clear if the patient received a new device. No additional adverse patient effects were reported.